Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed there was oversensing noted on the ventricular channel due to myopotential oversensing on the implantable cardioverter defibrillator (ICD). Physician brought in the patient and made programming changes on (B)(6) 2021. There were no adverse consequences to the patient.